Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. There were no deviations observed during the sampling procedure review. Although no reprocessing procedure deviations were observed, based on the investigations, insufficient reprocessing from improper reprocessing procedure cannot be ruled out as a contributory factory of the reported positive scope culture

Manufacturer narrative:
This report has been updated in g4, g7, h2, h3 and h6. Destructive testing of the device was performed by an external laboratory and identified pantoea sp, categorized as a high concern organism. The presence of pantoea sp may reveal some defects in the reprocessing procedure applied to the endoscope. None of the organisms identified in the initial sampling were present in this destructive sampling. A technical inspection of the endoscope was performed by an olympus technician, prior to dismantling, reveals some deviations from what is considered to be the original manufacturing status: - bleaching of the glue of the bending section. - surplus of glue around the objective lens and light guide lens. - presence of hole at the glue around the air/ water nozzle. - presence of oxidation at the distal end body. Even as the technical inspection of the endoscope indicates deviations from what the manufacturer considers the original manufacturing status (i.e. Hole and oxidation) analysis performed did not highlight any area where contamination could persist.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope was repaired and returned to the user facility. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced scope has not been returned to the service center for evaluation. As part of the investigation process, the endotherapy support specialist (ess) contacted the user facility to offer in-service. The ess observed reprocessing of the scope. All steps in the olympus manual and on track were followed. No deviations were observed. All special brushes and cleaning adaptors were used during the cleaning.

Event description:
Service center was informed that during a post market surveillance study, the scope cultured positive for klebsiella pneumoniae, escherichia hermannii, enterococcus faecalis after reprocessing. There were no associated patient infections reported.